Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to a defective high voltage power supply (hvps) board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (error code e433 displayed) was confirmed due to a defective high voltage power supply (hvps) board. In addition, there was an error code e214 displayed due to a defective motherboard. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
An olympus field service engineer (fse) reported that there was an error code e433 displayed on a hf unit ¿esg-400¿. The event occurred during maintenance. There was no patient or procedural involvement with the event.